Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by distributor via email that during an unknown procedure, an omnispan meniscal repair system/12 degree had a problem with the button, as the surgical technique applies one button at a time, it was firing the two buttons at the same time and it was necessary to open another unit. No surgical delay or patient consequence reported. Additional information received by the affiliate reported the device will not be returning for evaluation because it has been discarded due to covid-19.

Manufacturer narrative:
H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. ¿ was the procedure completed successfully? Yes ¿ was there a surgical delay or patient consequence reported due to this failure? No. E1: (B)(6).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :according to the information provided, it was reported that omnispan had a problem with the button, and the surgical technique applies one button at a time, it was firing the two buttons at the same time. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [5l45152] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.